Manufacturer narrative:
Investigation summary: bd received photos for investigation. One of the customer photos shows the device packaging with damage to the top web. Additionally, two of the customer photos show a device after collection with the tubing flattened and damaged. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one tube had constricted tubing resulting in blood leakage. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: fpa the information for the additional common device name is as follows: d.2a. Common device name: set, administration, intravascular e.1 initial reporter phone #(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one tube had constricted tubing resulting in blood leakage. No patient impact reported.